Event description:
During service testing, the baxter repair technician reported that the device underdelivered. Info was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.